Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
Related manufacturer reference number: 2017865-2019-15820. Related manufacturer reference number: 2017865-2019-15821. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.